Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced erosion. The device was removed and will be replaced at a later date. There were no additional patient complications.